Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Per dealer, right wheel isn't turning, that the wheel wouldn't move at all.